Event description:
During the repositioning of the coil, the physician encountered resistance and withdrew the coil from the patient. After removing the coil from the patient, it was noted that the coil was broken. The physician stated that all of the coil was removed from the patient and that there was no clinical consequence.

Event description:
During the repositioning of the coil, the physician encountered resistance and withdrew the coil from the patient. After removing the coil from the patient, it was noted that the coil was broken. The physician stated that all of the coil was removed from the patient and that there was no clinical consequence.

Manufacturer narrative:
A device history record review found that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the coil was still attached to the pusher wire but the coil was kinked in several places. The pusher wire was noted to be kinked 139.3cm from the proximal end. The coil was not broken as reported. Boston scientific has reviewed all information and determined that this event no longer meets the requirements of a reportable event.

Manufacturer narrative:
Additional information was received from the user facility stating that continuous flush was not maintained and the coil had not been soaked in saline prior to use in accordance with the directions for use.